Manufacturer narrative:
Terrats medical s.l. Received notification of this adverse event from (B)(6) (initial importer) on 11-jun-2026, referencing hs control (B)(6). The complaint relates to a thinner ti base engaging rb (part #16.462) in which both the screw and ti base fractured within one year of insertion. Date of event: 02-mar-2026. No patient injury was reported; however, intervention was required. The device is available for evaluation at the reporter's location. The lot number was not provided by the reporter. An internal review of service records and complaint history revealed no similar prior complaints for this reference. No nonconformances were identified in internal production records. A definitive root cause cannot be established without physical examination of the failed device. No corrective or preventive actions have been initiated at this time. This event is related to uf/importer report #2411236-2026-00004 (same patient, same incident - second device component). The manufacturer will reassess if the failed device is returned or if additional information becomes available.

Event description:
A patient had a broken screw and broken ti base within a year of insertion. No patient injury was reported; however, intervention was required. This report is related to uf/importer report #2411236-2026-00004 (same patient, same incident, second device component).